Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that at the beginning of a patient's hemodialysis (hd) treatment, a blood leak was noticed from the dialyzer. It was reported the blood leaked from the cap of the dialyzer. The patient was immediately re-setup with new supplies, and continued treatment.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance for possible o-ring damage resulting in rework for the reported lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.